Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and after running the unit through helium calibration and checking the offset number, all worked good. However, after the fse shut the unit off and turned it back on, the helium calibration was gone and had (xx) in the offset. The fse then installed a new transducer and the same issue occurred; the fse then removed the main board and ran the helium calibration again, and it stayed as it should. While running the unit through a complete calibration, the fse found a bimba purge fail message while performing the auto-fill test. He went back to the pneumatics and tested the k3 and k5 manually and all seemed to work. He also went to the auto fill calibration and all readings passed. The fse completed the calibration and went to run the unit on a test balloon and at the start up the unit generated a ¿low vacuum¿ alarm. The unit was shut down and restarted and at start up this time, the iabp generated a steady alarm and then a ¿system failure¿ alarm. The fse shut down and restarted 2 more time and got the ¿system failure¿ alarms each time. The fse disassembled the unit and installed a new solenoid board and did a complete calibration of the unit and functionality tests and all passed. Ran unit on a test balloon for approximately 1 hour and all worked as it should at this time, the unit was cleared for clinical use. Full event site name: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not saving calibration value for the helium tank. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.